Event description:
Patient got a venous thrombus after the PICC was placed. It is not known how many days after the PICC placement they got the thrombus.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.